Event description:
It was reported that this was a fistula graft of the left arm using a prostyle device after an interventional procedure with a 7f sheath. Reportedly, the footplate got stuck on the fistula graft. Resistance was noted after the footplate lever was collapsed and device was attempted to be pulled back through access site. Separation of the foot was noted on removal of the device. A cutdown was performed to free the device. The separated foot was discarded and removed from the anatomy and manual suturing was done to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 incorrect anatomy.

Manufacturer narrative:
An analysis was performed on the returned device. The material separation of the foot was confirmed. Entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the smc device was used in a fistula graft. Per electronic perclose prostyle instructions for use (eifu), it should be noted ¿the safety and effectiveness of the perclose¿ prostyle¿ smcr system have not been established in the following special patient populations: patients having a hematoma, pseudoaneurysm, or arteriovenous fistula present prior to sheath removal, and patients with access sites in vascular grafts.¿ based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. In this case, it is likely the foot interacted with the fistula graph as noted in the event, catching the foot causing the entrapment and contributing to the material separation of the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.